Event description:
During use of equipment for routine cardioversion and other procedures, experienced unduly long (by report of staff) delay in charging, and arcing of current. Resulted in need to intervene with other equipment in order to avoid detrimental and/or terminal effect on pt. Burns to pt occurred (redness). Multiple occurrences (x2) prior to notification of biomed or risk mgmt. Internal testing of equipment with paddles: charge time was around 8 secs to max. R/o arcing did not have actual patches used with pts. Not able to recreate problems reported by staff.